Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Two photos of a polybag from lot 7198986 were provided. Consumer reported that needle is slow to draw up insulin. The provided photos were examined, however, the alleged issues could not be confirmed from the photos alone. A review of the device history record was completed for batch# 7198986. All inspections were performed per the applicable operations qc specifications. There were seven (7) notifications [200706056, 200706546, 200706588, 200706666, 200706460, 200706665, 200706587] noted that did not pertain to the complaint.

Event description:
It was reported that 4 syringe 1.0ml 31ga 6mm 10bag 500cs were unable to draw up medication during use. The following was reported by the initial reporter: "it was reported that needle is slow to draw up insulin. Verbatim: 2020-10-12: called consumer to obtain additional product complaint information however, received a voice message stating caller can not accept calls at this time. Unable to leave voicemail. Email received: 2020-10-09 19:04:49 several of the needles in this bag were clogged/partially clogged, and very, very slow to draw, so I did not use them. After the 4th defective one, I decided I should say something to someone! 324912 email received: 2020-10-09 12:11:57 at least three needles out of this bag seem to be clogged, or partially clogged. They were drawing at less than half-speed in comparison to others in the same pack, so I set them aside and used a different one each time. After so many in one bag though, I thought I should say something to someone about it."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 syringe 1.0ml 31ga 6mm 10bag 500cs were unable to draw up medication during use. The following was reported by the initial reporter: "it was reported that needle is slow to draw up insulin. Verbatim: 2020-10-12: called consumer to obtain additional product complaint information however, received a voice message stating caller can not accept calls at this time. Unable to leave voicemail. Email received: 2020-10-09 19:04:49: several of the needles in this bag were clogged/partially clogged, and very slow to draw, so I did not use them. After the 4th defective one, I decided I should say something to someone! (B)(4). Email received: 2020-10-09 12:11:57: at least three needles out of this bag seem to be clogged, or partially clogged. They were drawing at less than half-speed in comparison to others in the same pack, so I set them aside and used a different one each time. After so many in one bag though, I thought I should say something to someone about it."